Event description:
The customer reported that foreign material was falling off from the channel of his olympus cysto-nephro videoscope. Reportedly, the initial reporter was unsure what the foreign substance was. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. No foreign material was noted during the device evaluation. However, one of the light guide lenses had been cracked and chipped. The mouthpiece was not recovered as a part of the evaluation. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see correction to e2, e3 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) sections: -chapter 4 reprocessing workflow for endoscopes and accessories -chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer later provided the issue was found during reprocessing; the scope was not used in a procedure with foreign material attached. The customer stated the foreign material could be brush bristles. The customer stated no problems were noted with pre-cleaning or manual cleaning process.